Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided in the article indicates that some patients developed postoperative seroma and surgical site infection. The information obtained is limited to the content of the article. The article does not report any specific device malfunction or post-op complications were caused or contributed to the use of the 3dmax light mesh. Seroma and infection are listed in the adverse reactions section of the instructions-for-use supplied with the device as possible complications. Regarding infection the warning section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "the suprapubic pseudosac crochet hook suspension technique in laparoscopic repair of direct inguinal hernia: an efficient alternative in pseudosac management". The article presents a retrospective, single-center design and the predominantly male study population with primary direct inguinal hernia undergoing tep repair with crochet hook suspension group and tack fixation group, 86 well-balanced cases were retained in each group for comparative analysis. 3dmax light mesh or non-bd product was used with an average operating time of 50 mins in tack fixation group and 56 mins in crochet hook suspension. The lowest lateral point of the inverted pseudosac was selected, and the sac wall was gently lifted by hook-needle and anchored to the linea alba using the absorbable suture in crochet hook suspension and pseudosacwas inverted and fixed to cooper's ligament using a tack fixation device (non-bd product in tack fixation device. Postoperative complications included seroma in both groups (n=6, tack fixation n=4 and crochet hook suspension n=2) and surgical site infection (n=2 in tack fixation group). Patients in the crochet hook suspension group demonstrated significantly lower operative costs and reduced postoperative pain within the first 24 hours. Other outcomes, including operative duration, hospital stay, infection was comparable. No cases of hernia recurrence and chronic pain were observed in either group. Overall, the authors concluded that the suprapubic crochet hook suspension technique is an effective and safe alternative to traditional tack fixation for managing the pseudosac in laparoscopic tep repair of direct inguinal hernias. The technique is simple, minimally invasive, and technically feasible, providing adequate obliteration of dead space without added tension. It is particularly beneficial in primary direct hernias with a well-developed pseudosac, especially larger defects. The findings should be interpreted cautiously due to the retrospective design, single-center data, and limited follow-up. Further studies are needed to validate long-term outcomes and broader applicability. Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as postoperative complications did present and some requiring medical/surgical intervention we are reporting this as a serious injury MDR.